Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (uniht) fractured.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that the screw that engages the implant fractured at tooth location 24.

Event description:
It was reported that the screw that engages the implant fractured at tooth location 24.

Event description:
It was reported that the screw that engages the implant fractured at tooth location 24.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that the screw that engages the implant fractured at tooth location 24. The reported device was received for evaluation. Visual inspection revealed a fracture on top of the threaded portions of the screw. The reported condition of "screw that engages the implant fractured at tooth location 24" was confirmed. A device history record review could not be performed as the reported device lot is unknown. A complaint history review was conducted for the reported item number dating back 12 months. The complaint history review resulting in no existing non-conformances found. A definitive root cause could not be determined. Probable causes for the reported event include patient factors. The patient condition of bruxism was reported. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.